Event description:
It was reported that there was a cut in the pneumatic hose of the maestro drill. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.